Manufacturer narrative:
(B)(4). The insulin pump passed sleep current measurement, active current measurement and displacement test. No blank display anomalies noted. Unit alarmed pump error 75 during self test due to internal battery not properly plugged in to pcb1. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power error 25 noted during testing or in the pump trace download.

Event description:
Information received by medtronic indicated that the insulin pump had a power error alarm. The customer stated they were able to clear the alarm and able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.